Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a gastric bypass procedure. There was some error tones and then the blade broke off. It is unclear if the piece fell into the pt. Another device was used to complete the case. There was no adverse pt consequence.